Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 114 mg/dl. The customer stated that she went to change the battery on the insulin and the screen went blank. The customer stated that the contacts on the battery cap are not missing or damaged. The customer stated that the battery compartment is neither damaged nor corroded. The customer stated that the spring looked bent. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.